Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan revealed that there was aneurysm enlargement caused by a type ii endoleak. The physician performed an intervention and an aneurysmorrhaphy was performed by open repair. When the aneurysmorrhaphy was performed, a slight amount of leakage was confirmed from the stent graft so there might be a type iii fabric endoleak/pin hole leak of the stent graft. No additional clinical sequelae were reported and the patient is fine.